Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump did not alarm pump error 42 or pump error 3 during testing. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 42 in pump downloaded history on (B)(6) 2023 at 13:06:51.000 due to moisture damage on the motor. Verified pump alarmed pump error 3 on (B)(6) 2023 at 13:06:49.000 due to a hardware error and pump error 54 (line number = 1421 file number = 32122) due to a software error, in pump's downloaded history. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap address label missing, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and stained keypad overlay. Pump error 42 confirmed due to moisture damage on the motor. Pump error 3 was confirmed due to a hardware anomaly. Pump error 54 was confirmed due to a software anomaly. All buttons functioned properly during test. Keypad unresponsive was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump error 3 and pump error 42. Customer also reported buttons are unresponsive. Troubleshooting was not performed.  No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.